Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of flexible pipe being soft was not confirmed. In addition to evaluation in b5, due to a crack on up/down knob, water tightness was lost. The light guide lens had discoloration. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The image guide protector had a cut. The switch box had a scratch. The suction cylinder was shaved. The control unit had discoloration. The control unit had a scratch. The control unit was dirty due to water leakage. Due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive on the bending section cover had scratch. The adhesive on the bending section cover had a crack. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a scratch. The connecting tube had a scratch. The protector of universal cord on control section side had a scratch. Flexibility adjustment ring had a scratch. Forceps channel port was shaved. The scope cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. The grip had a scratch. Due to a scratch on objective lens, the image had dark area partially. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for use, the evis lucera colonovideoscope flexible pipe was soft. The unspecified intended procedure was completed without delay, using the subject device. There was no report of health care professional or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.